Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was not able to ¿screw¿ the cardiac resynchronization therapy defibrillator (crt-d) setscrew. It was noted that the physician removed the seal protection to visualize the screw. The physician pulled the screw out and reinserted the screw. After reinserting the screw, the physician was able to tighten the setscrew. The device remains in use. No patient complications have been reported as a result of this event.